Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H10: mw5184124. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a tonsillectomy procedure, the cautery was not activating and misfiring. At start of case all connections checked by circulator, scrub nurse and surgeon told to check cautery tip connection surgeon removed and reinserted the tip as a response to this. Patient underwent surgery and once davis-boyle gag was released, surgeon identified significant partial to full thickness burns to the corners of the patient's mouth bilateral that had been caused during surgery. Surgeon immediately applied saline-soaked gauze to the area. Plastic surgery was made aware and staff brought into room to examine the area and will follow patient. Plastics came to the room, completed an assessment, took photographs, and recommended admission of the patient. Site cleansed with sterile ns, dried, and polypore ointment applied to areas by ear, nose, and throat surgeon.